Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 900 mg/dl. The customer also had diabetic ketoacidosis. The customer¿s current blood glucose level was 99 mg/dl. The customer experienced symptoms such as frequent urination and vomiting. The customer was treated with intra venous insulin. The customer was alleging insulin pump was under delivering because health care professional told that the insulin pump had failure. The customer also stated that the auto mode was working at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. (B)(4).